Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "resistance when trying to push out medication - clogged blocked needle." Productcomplaint facility: cvs # (B)(4) address: (B)(6) phone: (B)(6) contact: (B)(6) pharmacist issue: resistance when trying to push out medication - clogged blocked needle ref: (B)(4) lot: 2024137 pt harm: no sample: available send a sample return kit to customer. .

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. Seven samples were received. They came in sealed packaging blisters. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. Five samples expelled the solution with normal flow. The other two samples didn't expel the solution, they are clogged. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.